Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness, his wife tried to wake him up and called 911. When the paramedics arrived, they treated the patient with IV medication and took a blood glucose reading which was 20 mg/dl and the cgm reading was 165 mg/dl. The patient was taken to the emergency room and was then transferred to a larger hospital where the patient was admitted for three days. The patient couldn´t remember what medications were given to him and couldn´t remember his bg or cgm readings when he was hospitalized. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.